Manufacturer narrative:
A lot history review was not performed as the lot number was not provided. The device was not returned for evaluation and images were not provided for review. The complaint investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event.

Event description:
It was reported that during a vena cava filter deployment procedure, resistance was felt advancing the filter through the delivery sheath, during deployment the filter partially deployed with two filter legs stuck inside the delivery sheath. Jugular access was gained as a snare device successfully captured and retrieved the partially deployed filter from the delivery sheath. A new jugular vena cava filter was prepped and deployed successfully. There is no reported patient injury.